Manufacturer narrative:
(B)(4). The history log for this device showed the pad-pak was first installed successfully on (B)(6) 2010 and that it had performed to specification up to (B)(6) 2013. On (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. On (B)(6) 2013 an increase in voltage suggests a further pad-pak was installed. The device successfully performed all weekly auto self-tests alongside two manual power ups between the (B)(6) 2013 and the (B)(6) 2015. During this time the device records one occasion in which the temperature was recorded above the maximum operating temperature for this device (50 degrees celsius) with a high of 50.6 degrees celsius. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. During this time fluctuations in voltage were observed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins. This did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.